Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, insulation had been compromised close to the tie down sleeve. No indications electrically of an insulation issue. Impedances, sensing and thresholds were all within normal range. The rv lead was capped and replaced with a different lead. No patient complications have been reported as a result of this event.